Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The complaint breathing circuit was tested for damaged heater wire pins. Results: an expiratory heater wire pin was found to be broken and split. A lot check revealed no other complaints of this nature for lot number 091022. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by health care facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit heater wire socket was bent. The reported fault was discovered prior to pt use.